Event description:
It was reported that, "the arthroplasty was revised due to pain. The tibial insert component was revised. The components were implanted in situ for 0.46 y. The (B)(6) scores were not recorded for this patient." Info provided indicated that reported devices were implanted in 2009 and explanted in 2010.

Manufacturer narrative:
An eval of the device cannot be performed. Neither the device nor additional info is available from the research facility. If additional info becomes available, it will be submitted in a supplemental report.